Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not reading the battery properly because of corrosion. The battery compartment and the spring were corroded. The insulin pump alarmed failed battery test. The screen would go blank with the exception of the open circle and dead battery icon. Customer's blood glucose level was 109 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor, corroded battery tube and battery cap contact. The insulin pump was monitored and no blank display anomalies or failed battery test noted. The insulin pump powered up properly after battery installation. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.